Event description:
Reported via journal article. It was reported that thrombosis occurred. The patient had a pseudoaneurysm in the right common iliac as a complication of an open vascular anastomosis. The injury was treated with a 10x100mm non bsc graft. A 9x42mm sentinol stent was then placed inside the graft to correct a kinking. The outcome was noted as the graft being patent and the pseudoaneurysm being thrombosed.

Manufacturer narrative:
Journal article: rocha, laura, et. Al. ¿endovascular approach for peripheral arterial injuries,¿ annals of vascular surgery, 27. 2013: 587¿593 device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).